Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was as high as 450 mg/dl. Troubleshooting for high blood glucose was performed. Customer's diabetes educator advised the insulin pump should be replaced because the max amount of carbs on the device was 300 although the customer was able to input 900.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. However, the insulin pump was received with minor scratched lcd window and cracked battery tube threads.